Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible the herculink interacted with the guide catheter or associated devices during advancement, causing the reported stent dislodgement; however, this cannot be confirmed. As a result of the dislodgment unexpected medical intervention was required using another balloon catheter to implant the dislodged stent outside of the target lesion. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the renal artery. The 4.0x15mm rx herculink elite stent delivery system (sds) was advanced however the stent dislodged from the balloon. Another balloon catheter was used to implant the dislodged stent outside of the target lesion. Another herculink elite stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.